Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the user was in her chair going to church and the chair stopped and she went into a store to charge it.